Manufacturer narrative:
(B)(4). The event of "hyperthyroidism" (not device related) is considered an unexpected drug experience. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "hyperthyroidism," deemed not related to the device is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported the event of ¿hyperthyroidism,¿ deemed not related to the deivce after a patient was injected in the temples with juvéderm voluma® xc. Treatment is noted as "armour thyroid 120mg." Event is ongoing at this time.